Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer visit to emergency room and then hospitalized for high blood glucose and ketones on (B)(6) 2020. Blood glucose reading was 461 mg/dl to 500 mg/dl. Customer¿s blood glucose level was 305 mg/dl at the time of incident. Customer also reported that they alleged insulin pump was under delivering due to high blood glucose. The customer was treated with intravenous drip at the hospital and manual injection. Troubleshooting was performed for the high blood glucose and under delivery. Customer was also experiencing a low blood glucose. Customer performed self test and the test was passed. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.